Event description:
The pt was revised because of a periprosthetic fracture, poly wear was noted.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents agains the provided product and lot code since its release for distribution. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 12 yrs of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.